Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the synchroseal tip failed to open and close. The instrument was removed with no injury to the patient. The user was completing the procedure as planned using an unknown backup instrument with no further issue reported. No known impact or patient consequence was reported. On 01-aug-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "robotic instrument: davinci synchroseal, failed during procedure. The tip of the instrument failed to open/close when the surgeon was operating. The instrument was removed with no harm done to the patient. A new instrument was obtained. See attachment."